Manufacturer narrative:
The reported issue of stent migration could not be confirmed during investigation as this is a physiologic effect of the procedure. A visual evaluation of the returned device found that stent returned has no anomalies or damages. Dimensional inspection was performed and found that the device was within specification. The evaluation concluded that the stent migration is a known physiological effect of the procedure noted within the directions for use, therefore the most probable root cause for this event has been identified as anticipated procedural complication. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A labeling review was performed no anomaly was found.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report #3005099803-2015-03361 and MFR. Report #3005099803-2015-03362). It was reported to boston scientific corporation that two stretch vl stent were implanted in the bladder & kidney during a bilateral stent placement performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient returned to the hospital and it was found out that the renal coils of both stents had migrated to the bladder. Both stents were removed in a surgical procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay." Attempts to obtain additional information regarding the circumstances surrounding this event and ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.block h10:although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report #3005099803-2015-03361 and MFR. Report #3005099803-2015-03362). It was reported to boston scientific corporation that two stretch vl stent were implanted in the bladder & kidney during a bilateral stent placement performed on (B)(6), 2015. According to the complainant, on (B)(6) 2015, the patient returned to the hospital and it was found out that the renal coils of both stents had migrated to the bladder. Both stents were removed in a surgical procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay." Attempts to obtain additional information regarding the circumstances surrounding this event and ascertain the patient's condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.